Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l2-s1 with interbody at l4-5. The patient reported having pain for a while sometime post-op. It was found on films that the set screw has backed out of the bone screw. A revision surgery was performed 23 months post-op for removal of hardware at l2. No additional patient complications were reported. It was reported that fusion occurred.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation however films were supplied for review which found: single lateral off plane view of lumbar spine. Rod and screws apparently at l1-l2-l3-l4-l5 with widened disc space below. Set screw has loosened at l1.